Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The device history record cannot be reviewed. If any additional information is received, a follow up report will be filed.

Event description:
It was reported that the vacuum did not work before use. The account did not have a back up on hand, so the re-infusion was not able to be completed as planned. It is unknown if the patient received a blood transfusion from either a blood bank or pre-donated blood, but there were no allegations of adverse consequences associated with this event.